Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. Analysis measured a low battery voltage; however, electrical analysis did not find any anomalies with the device or the hybrid, and there was no high current drain. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device reached rrt (recommended replacement time) after 15 months of use. No patient complications have been reported as a result of this event.